Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, it was observed that there was blood on the coaxial umbilical cable. Both coaxial cable and therapy catheter were replaced with resolve. It was also reported that a system notice was received indicating that the system detected a software error and stopped the injection. The continue button was pressed with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files and electrophysiology (ep) catheter were returned and analyzed. The data files showed nine inj ections were performed with electrophysiology (ep) catheter 227f3 with lot number 63858-15 without any system notice. Additionally, the data files showed eleven injections were performed with electrophysiology (ep) catheter 227f3 with lot number 63858-24 without any system notice. The data files also showed that the following system notices 50005 (the safety system has detected fluid in the catheter and stopped the injection), and 50008 (the system has detected a software error and stopped the injection) appeared multiple times. Visual inspection of electrophysiology (ep) catheter 227f3 with lot number 63858 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to system notice 50005. Dissection test showed the blood inside the catheter handle. Pressure test showed a leakage at the tip of the catheter. In conclusion, the reported system notice 50005 was confirmed through data analysis and product analysis. The reported system notice 50008 was confirmed through data analysis but not through product analysis. The reported issue of visible blood could not be confirmed through data analysis, but was confirmed through product analysis. The root cause of the malfunction could not be confirmed through data analysis. The electrophysiology (ep) catheter failed the returned product inspection due to the leakage at the tip of the catheter. If information is provided in the future, a supplemental report will be issued.